Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient developed an infection and received treatment but was not hospitalized. Follow-up with the patient's pd nurse determined the patient was diagnosed with fungal peritonitis on (B)(6) 2016 and treated with an antifungal medication - diflucan (fluconazole). It was reported the patient is currently doing fine.

Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.